Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had an battery maintenance required issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, component codes, investigation conclusions), h11. It was reported that the cs300 intra-aortic balloon pump (iabp) had battery maintenance required message. The customer reported that battery maintenance required. It is unknown under which circumstances this event occurred and if there was patient involvement. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code, h11. 3 gfe's raised no response. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g6, h3 , h11. Corrected fields: h6 (health effect code- clinical code, impact code). 3 gfe's raised no response. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.